Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Customer reported that iop increased after the surgery. No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. Because a sample was not returned, the root cause cannot be determined. Additional information was requested and received. (B)(4).

Event description:
An ophthalmic surgeon reported increased intraocular pressure (iop) following a glaucoma filtration device procedure. The surgeon suspected malfunction of the device. The iop was deceased following bleb reconstruction and explant of the device.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided that the device made contact to iris.